Manufacturer narrative:
The investigation is ongoing. Valve will not be returned.

Event description:
It was reported that approximately 5 years and 6 months post-tavr implant the patient had their 29mm sapien 3 valve explanted and replaced with a surgical valve. The 29mm sapien 3 valve was implanted deep, with the distal valve struts abutting the aorto-mitral curtain in the mid-lvot. There is an lv-la fistula (through the aorto-mitral curtain) at the level of the distal edge of the tavr valve strut. Per medical record review, it was confirmed that the patient had their 29mm s3 valve explanted due to a combination of factors. The patient's transcatheter heart valve (thv) had aortic stenosis with an increased gradient of 30mmhg across the valve. Because the patient also had an lv-la fistula, severe mitral regurgitation (mr), and severe tricuspid insufficiency that also required replacement and repair respectively, the surgical team removed the tavr valve and replaced it with a surgical valve.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. The 29mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. Per the instructions for use (IFU), cardiovascular injury including left ventricle-left atrial fistula is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The complaint for calcification post implantation was confirmed based on the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification post implantation did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 5 years and 6 months post-tavr implant the patient had their 29mm sapien 3 valve explanted and replaced with a surgical valve'. As noted, 'the sapien valve was heavily calcified. Surgeon able to remove it'. It was also noted that patient had hyperlipidemia and diabetes, which are risk factor for bioprosthetic valve calcification. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate heavy calcification of both the sapien valve, moderate mitral annular calcification and additional comorbidities and patient factors (hyperlipidemia, diabetes) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.